Manufacturer narrative:
(B)(4): the complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(6).

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx covered stent was implanted within the common bile duct during (B)(6), 2010. Post-procedure (date unknown), the patient presented with increased bilirubin levels, and a stent removal procedure was scheduled. During the (B)(6), 2011 removal procedure, the physician reported that tissue had ingrown into the distal end of the stent, which prevented it from being removed. Additionally, there was an accumulation of sludge within the stent. Both of these factors had contributory roles in the patient's elevated bilirubin. Since the stent could not be removed, the patient was sent to the ir for a percutaneous transhepatic cholangiogram, at which time a drain was placed within the liver. There is no plan to re-attempt removal of the stent. The patient is in good condition.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx covered stent was implanted within the common bile duct during (B)(6), 2010. Post-procedure (date unknown), the patient presented with increased bilirubin levels, and a stent removal procedure was scheduled. During the (B)(6), 2011 removal procedure, the physician reported that tissue had ingrown into the distal end of the stent, which prevented it from being removed. Additionally, there was an accumulation of sludge within the stent. Both of these factors had contributory roles in the patient's elevated bilirubin. Since the stent could not be removed, the patient was sent to the ir for a percutaneous transhepatic cholangiogram, at which time a drain was placed within the liver. There is no plan to re-attempt removal of the stent. The patient is in good condition.